Event description:
Ipr - it was reported that the device was explanted after an implant duration of 8 months. Reportedly, the device was explanted due to endocarditis. It was reported that the source of the infection was candida. Reportedly, the device was sent to the pathology department in the hospital, however, edwards will not attempt to retrieve the device due to the infection of the device.

Manufacturer narrative:
Edwards will not attempt to retrieve the device due to endocarditis.